Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area/chronic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid gland biopsy in december 2009, augmentation mammoplasty in 2009, smoker, premenopause, cesarean section and tachycardia. Concurrent conditions included hyperthyroidism, toxic multinodular goiter, dyspareunia, tenderness, adnexa uteri cyst, breast tenderness, adenomyosis, uterine bleeding, sore throat, respiratory tract congestion and candida infection. Concomitant products included fluconazole (diflucan), propylthiouracil and thiamazole (methimazole). On (B)(6) 2010, the patient had essure inserted. In december 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding"). In november 2011, the patient experienced depression ("psychological or psychiatric problems: depression/psych injury") and anxiety ("psychological or psychiatric problems:mental anguish/psych injury"). In december 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal infection ("infection: (bladder/urinary tract/vaginal)-type: vaginal/bladder/urinary problems: vag. Infect") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal, chronic pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,laparoscopic colpopexy, total thyroidectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal infection and abdominal pain had resolved, the vaginal haemorrhage was resolving and the fatigue, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy: date of insertion (B)(6) 2010. She received treatment for pain pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, bladder/urinary problems: vag. Infect she did not received treatment for psych injury diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: (per pfs) result: total bilateral occlusion. Pathology test - on an unknown date: gross: serial sections of right fallopian tube, 6 cm in length and 0.4 cm maximum diameter reveals metallic coiled wire within the lumen of the tube. No areas of perforation identified. Left fallopian tube, 6.2 cm in length and 0.5 cm in maximum diameter, revealing coiled metallic wire within the lumen of the fallopian tube. No gross areas of perforation are identified.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events abdominal, chronic pain, gen. Abnorm. Bleed, added events outcome updated for pelvic pain, menorrhagia (heavy menstrual bleeding),bladder/urinary problems: vag. Infect. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid gland biopsy in (B)(6) 2009, augmentation mammoplasty in 2009, smoker, premenopause, cesarean section and tachycardia. Concurrent conditions included hyperthyroidism, toxic multinodular goiter, dyspareunia, tenderness, adnexa uteri cyst, breast tenderness, adenomyosis, uterine bleeding, sore throat, respiratory tract congestion and candida infection. Concomitant products included fluconazole (diflucan), propylthiouracil and thiamazole (methimazole). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal infection ("infection: (bladder/urinary tract / vaginal)-type: vaginal") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, laparoscopic colpopexy, total thyroidectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection was resolving and the fatigue, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy: date of insertion (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: (per pfs). Result: total bilateral occlusion. Pathology test - on an unknown date: gross: serial sections of right fallopian tube, 6 cm in length and 0.4 cm maximum diameter reveals metallic coiled wire within the lumen of the tube. No areas of perforation identified. Left fallopian tube, 6.2 cm in length and 0.5 cm in maximum diameter, revealing coiled metallic wire within the lumen of the fallopian tube. No gross areas of perforation are identified. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs & mr was received. New events abnormal bleeding (vaginal, menorrhagia), fatigue, vaginal infection, depression, mental anguish, vaginal discharge were added. New reporters were added. Patient demographic was added. Concomitant and historical conditions were added. Concomitant drugs were added. Event onset dates were added. Lab data was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.